Manufacturer narrative:
D1. Brand name; corrected information ; initial MDR inadvertently included incorrect information. Updated information is not in relation to correction as a more relevant supplemental information related product change was needed. In initial MDR product should have been listed as "bipol lead model 300.

Event description:
Later, analysis of the generator was completed in which the cause of the high impedance was identified. It was determined that the feed-thru wire in the generator head was fractured. The suspect product has been updated to the generator. No other relevant information has been received to date.

Event description:
It was reported that during to replacement surgery, high impedance was seen. Both the generator and lead were replaced as a result . The suspect product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the generator and lead were received by the manufacturer. Product analysis was completed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A visual analysis discovered a damaged/kinked coil. No other relevant information has been received to date.